Event description:
It was reported that the customer was hospitalized with a low blood glucose reading of 28 mg/dl. It was reported that the reservoir was empty when the customer arrived at the hospital. It was stated that the customer had treated her blood glucose levels with eight glucose tablets prior to being admitted. The caller was unable to conduct troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.